Manufacturer narrative:
The positioner is provided non-sterile and is a class I instrument and therefore does not have a UDI. There was no malfunction reported for the device involved with the reported event. The device was not returned to the manufacturer for evaluation and the specific identification of the device was not available. As a result the device history record(s) were not able to be reviewed; therefore all non-conformances were reviewed to date of complaint receipt and no issues for the product were identified that would have caused or contributed to the event reported. It was reported that during an initial bunion procedure, the patient's 2nd metatarsal, right foot, fractured while tightening the positioner. Additional information indicates the fracture was discovered after completing the bunion procedure and was likely caused by overtightening the positioner. Although a number of factors could have contributed to the breakage of the patient's 2nd metatarsal, the most likely cause cannot be determined. However, based on the available information and similar complaints, it is possible the bone was subjected to excess bending stress as a result of overtightening the positioner and/or the patient's bone condition/quality. No failure has been alleged/found with any tmc device and all hardware currently remains implanted in the patient. The company will supplement the MDR as necessary and appropriate.

Event description:
During a bunion surgery, the patient's 2nd metatarsal broke. The case was successfully completed with no other patient outcomes.